Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 415 mcg/day) via an implanted pump. It was reported that the patient had an abscess near/around the pump, and the physician was worried about an infection, so he decided to explant the pump and place new pump on the opposite side of the patient¿s body. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿not sure. Patient is bedridden.¿ the issue was reported to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.